Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided.

Event description:
The customer reported that during a patient code, the mms fell off the monitor, and the patient received a black eye. This led to the need for increased monitoring. The device was in clinical use at the time the issue was reported